Manufacturer narrative:
The pump was returned and an investigation was completed. A large mass of biomaterial was found on the flow separator. Once the mass was removed, the pump was able to run within specification. We believe the root cause for the reported pump stop was biomaterial ingestion due to patient's condition.

Manufacturer narrative:
The impella cp was returned by the customer and an investigation is underway. A supplemental MDR will be filed at the completion of our evaluation.

Event description:
The complainant reported a (B)(6) male patient presenting post coronary artery bypass graft and cardiotomy. The impella 2.5 was inserted as a "weaning strategy" from ECMO. Less than 1 hour into pump use, the device stopped. A successful restart was made, however, the pump stopped again. The pump was removed and replaced and a new impella 5.0 with no further issues.